Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was having a reaction to their dbs; it looked like an infection but nothing cultured out. Their ins was repositioned twice, and yesterday they had surgery on the wire connection location. No further complications were reported as a result of this event.